Event description:
The sales rep reported that a doctor wanted to file a formal complaint in regards to product #0220180517. The doctor was performing a laparoscopic colon resection via insertion of ureteral catheters. The doctor reported that the catheter was not tapered and the bluntness caused trauma to the ureter. The rep stated the doctor did not specify whether or not there was pt injury. The account threw away the product in question, so it will not be returned.